Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg (blood glucose) levels were confirmed using t:connect. There were no erratic bolus requests made. There were no erratic basal rate adjustments. Bolus deliveries are being requested with iob, possible insulin stacking. There were no obvious requests or deliveries that would cause bg levels to drop. There is no evidence of device malfunction.

Manufacturer narrative:
The t:slim x2 user guide states: do not use any other insulin with your pump other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the pump. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported a low blood glucose (bg) level was experienced; no exact bg level was provided. No action was performed to address the low bg level and the customer's bg level increased to 120mg/dl. Recommendation was made to consult with their health care provider to discuss diabetes management.